Event description:
It was reported that a malfunction code was displayed on the pump, identified as malf 16, and the pump was found to be out of warranty. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Corrective actions included instructing the customer to use a backup therapy termed mdi to ensure insulin delivery was not interrupted.